Event description:
It was reported that two weeks post implant of the right ventricular (rv) lead the sensing had dropped and there was no capture. The lead was checked again two weeks later and there was still no capture. During the revision the helix would not retract so the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood ingression in the overlay tubing, there was blood in the distal electrode, the helix was bent, the overlay tubing was breached cut, and there was apparent explant damage. Concomitant products 5076 implantable pacing lead (B)(6) 2012. (B)(4).